Event description:
ICD placed on a clinical advisory recall list by MFR; inplanted in 2003 (medtronic 6947). Rv electrode unacceptable elevated. Replacement of permanent implantable cardioverter-defib with medtronic 7288. Insertion of rv electrode medtronic 6949-65.